Event description:
Boston scientific received information that this newly-implanted device was reprogrammed due to dislodgement of the left ventricular (lv) lead and increased pace thresholds and lowered r-wave measurements for the right ventricular (rv) lead. A boston scientific field representative reported that during a pre-discharge check, it was found that the newly-implanted lv lead had completely dislodged and the rv lead had pulled back, but was still functional. The device was reprogrammed to provide rv pacing with increased outputs. The physician has elected to monitor the patient for now. There were no adverse patient effects.

Manufacturer narrative:
As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided.